Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reporter info.

Event description:
An 80 pound torque knob from a mayfield infinity xr2 skull clamp came apart during positioning for a procedure. An elderly female pt was having a posterior cervical fusion and was prone in a mayfield head clamp when the event occurred. The event resulted in the pt incurring a 1-1 1/2 inch laceration which required staples in the head to close the wound. The pt outcome after surgery was, stable.